Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error. Therefore a batch review and sample evaluation will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms . A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report an issue of a system error (se) 2240 (air in set) while on a home choice (hc) during dwell 3 of 5. The home patient (hp) had left the clamp open on final line. The baxter technical representative (tsr) explained the alarm and assisted the hp to cycle power twice to clear alarm. The tsr explained that the supplies were compromised. The hp wanted to end therapy for that night. The tsr advised the hp to inform the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report.